Event description:
Retroperitoneal (rp) bleed requiring surgical repair - high stick; when surgeon went to repair artery, it was noticed that the device was not placed properly; surgeon stated if groin had been managed properly surgery would not have been necessary.

Manufacturer narrative:
Rp bleed - high stick; when surgeon went to repair artery, it was noticed that the device was not placed properly; surgeon stated if groin had been managed properly surgery would not have been necessary.